Event description:
Terumo medical corporation received the following reported information: it was reported that an 8fr angio-seal was used for occlusion after the operation. After the assembly and the blood vessels were positioned, the entire main body was pulled out of the vessel without obvious resistance. No suture or anchor were exposed. Hemostasis was not successful, manual compression was applied. Before using the angio-seal, the patient underwent a cerebral angiography procedure. The procedure utilized a terumo 8f femoral artery vascular sheath set. The arterial access, vascular sheath set, and guidewire/catheter insertion processes were all smooth. During the insertion of the main assembly, there was no noticeable click sound indicating complete assembly. After confirming no gaps in the assembly, a click sound was produced upon pulling back to lock. The entire assembly was withdrawn smoothly without significant resistance and was completely removed from the body; the closure was not completed. Angiography was performed before using the angio-seal, and the blood vessels met the requirements for device use. The patient experienced minor blood loss, which was controlled by compression, and the condition remained stable.

Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E1: contact: requested, unknown. E1: medical facility name: (B)(6). E1: telephone number: requested, unknown. E3: occupation: requested, unknown. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Manufacturer narrative:
This report is being sent as follow-up no. 1 to update section d9, section h3, and to provide the completed investigation results. The actual device has been returned for evaluation. One (1) 8 fr angio-seal vip device was returned to terumo medical corporation. The returned sample includes the hemostasis sheath, arteriotomy locator, guidewire and carrier tube. The device was subjected to visual and functional analysis. The device appears to be in used condition with visible signs of blood. The sheath and carrier tube are fully mated in rear lock position. The anchor is visible in the assembly distal tip. Functional testing begins with setting the device in forward lock position, deploying the anchor. The assembly is then reset to rear lock position, posting the anchor on the distal tip. The anchor is manually pulled, deploying the anchor, collagen and tamper tube. One 8 fr angio-seal vip device was returned to terumo medical corporation. The returned sample appeared to be used with the anchor still present in the carrier tube and sheath assembly. The assembly was able to successfully deploy the anchor, collagen and tamper tube during functional testing. Therefore, the complaint can be confirmed for a device pullout. The exact root cause cannot be determined. The likely cause is there was obstruction to the device tip, preventing the anchor from deploying and posting.